Event description:
It was reported that the pt constantly bangs his head against the wall. The pt's career reported that the cochlear implant had been a good influence to him. The pt himself cannot provide feedback about the hearing sensations.

Manufacturer narrative:
The device has not been explanted. If it should ex explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.